Event description:
Customer reportedly obtained results of 290 mg/dl on the advantage system while a professional device produced a result of 85 mg/dl within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.